Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a uterine artery embolization [uae] procedure, the catheter tip detached within the patient. The physician had acquired retrograde arterial access and during catheter manipulations under fluoroscopy, over a guide wire the catheter tip detached. The physician successfully retrieved the foreign body from the patient. The patient tolerated the procedure well and was discharged to home with no additional consequences to report.